Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. See associated medwatch: 1221934-2018-50039.

Event description:
It was reported that on the fms vue pump, the inflow wheel will not stop spinning at a high rate. There was no patient harm. There was no surgical delay. The surgery was completed by switching out to another pump on site. Per information received via phone call with sales rep on (B)(6) 2017: the fill chamber was overfilling and the pump was pumping too much fluid into the joint. It was as if the pump was sensing no pressure in the joint, but there was pressure in the joint; therefore, pressure became excessive. There was no extravasation of the joint; the pump was swapped out in time to prevent extravasation. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received at the service center and inspected. The defect reported by the customer is verified. Per service manual operational and diagnostic analysis confirmed reported issue (inflow wheel will not stop spinning at a high rate). However, defects were identified and repaired using the measures listed in the "proof of repair". The following activities were performed. Replaced left and right follower arms assy. (Locking up issue) and pressure arm as identified in the investigation to address the reported issue. Also replaced fms vue eprom to correct booting up issue. Replaced console cover (damage side logo). The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Performed software upgrade to (B)(4) and performed cpld version upgraded to (B)(4) a review into the depuy mitek complaints system revealed two other dissimilar complaints for this device serial number that were released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted since the device has been repaired, and no complaint trends were identified in relation to this serial number device and the reported failure. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2018-50039.